Manufacturer narrative:
D1 brand name revised. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
Corrected information has been provided in h3. The reported issue of the aic not recognizing the pump (controller failure: epm 1 software corruption #1029) was related to impellatronic pca failure.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the automated impella controller did not recognize the pump during the priming process. A new controller was used to complete the procedure. No patient harm was reported.